Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported that: the patient has always had pain in her hip since the surgery. The pain is constant and extends from the implant side down the middle of the leg to the knee. The patient states they cannot walk up or down stairs without extensive pain. They have a constant limp. The patient recently had a bone scan and blood test and is waiting for results.